Event description:
It was reported the customer was receiving no delivery alarms. Customer stated they had changed out their infusion set and site, but the alarm persists. The customer's blood glucose was 427 mg/dl at the time of the call. Customer stated they had treated their blood glucose with the insulin pump. Troubleshooting for the insulin pump found the customer has tried all remedies for the no delivery alarms. The customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).